Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd (B)(6) in (B)(6) has been listed and the (B)(6) registration number has been used for the manufacture report number. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of an unspecified needle there was an issue with a needle stick injury. It was stated ¿the customer reported a needle stick injury on (B)(6) during a phone conversation. She did not want to give additional information.¿ there was no further information provided or available.